Event description:
It was reported that pump experienced malfunction alarm with code displayed and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to reset pump, was provided pump reset and software update information, stated charger was not available at time of call, and planned to attempt update independently and call back if additional questions arose.